Event description:
It was reported that during testing conducted at the manufacturer facility the tps handpiece cord was found to have exposed copper wires. It was reported that there was no associated procedure. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
It was confirmed by the service technician during the device evaluation the cable was severed and copper wires were exposed. The device was discarded by the manufacturer.

Event description:
It was reported that during testing conducted at the manufacturer facility, the tps handpiece cord was found to have exposed copper wires. It was reported that there was no associated procedure. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
A follow up report will be filed after the quality investigation has been completed.